Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he had the tubing wrapped around the insulin pump, and it may have been pressed against a button. The customer's blood glucose was 120 mg/dl. The customer did not observe any significant events leading to the alarm. His blood glucose at the time of the call was 256 mg/dl. He had eaten dinner and took insulin via manual injection before the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.